Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime or compromised forced sensor system and excessive no delivery test or verify no communication anomaly due to buttons not responding. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the communication failed when blood glucose meter wanted to communicate with ip. Customer blood glucose level was unknown. Customer also stated that they tried to upload the device via uploader and java. The device will be returned for analysis.